Manufacturer narrative:
Device evaluated by MFR.?: the kinetix guidewire was received inserted into the promus 2.5x12 otw sds used in the procedure. The promus stent delivery system (sds) was stuck on the kinetix wire ~ 3.7 in from distal tip, blood and contrast media was visible along the length of both units but no other irregularities were noted. The unit was functionally tested by attempting to withdraw the wire from the sds as intended, resistance was noted - there was no wire movement with minimal force, however it was possible to pull the wire from the distal tip of the sds with very minimal effort. Once the wire was pulled out from the distal end of the sds blood and contrast media was present. The excess blood and contrast media was wiped clean from the device using a tissue, but a section of dried blood/contrast media could be seen ~ 3.8 in from the distal tip measuring a length of ~ 0.075 in. The area of dried blood was then removed using a 70/30 isopropanol/deionized wipe, after the dried blood was removed the wire was able to smoothly withdraw from the proximal end as intended. No other irregularities were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure withdrawal resistance occurred. Access was obtained via the right femoral artery. The 60% stenosed, 2.5-3.0x12mm, eccentric and denovo target lesion was located in the non-tortuous and non-calcified right coronary artery (rca). A kinetix guide wire was placed and the lesion was treated by direct stenting with a 2.5x12mm promus stent. The stent was successfully deployed. When the physician attempted to remove the stent delivery system (sds), withdrawal resistance was encountered. It was noted that the sds was sticking to the guide wire. The physician was able to remove the sds from the patient with difficulty by pulling the device. The physician opted to continue using the same kinetix guide wire for placement of another stent. A 3.0x12mm promus stent was then advanced over the kinetix wire and was successfully deployed in the lesion. When the physician attempted to remove the sds, withdrawal resistance was encountered again. The physician removed the sds and guide wire together as a unit. The procedure was completed at this point with no patient complications reported. The patient's current condition is listed as okay.

Event description:
It was reported that during a stenting treatment procedure withdrawal resistance occurred. Access was obtained via the right femoral artery. The 60% stenosed, 2.5-3.0x12mm, eccentric and denovo target lesion was located in the non-tortuous and non-calcified right coronary artery (rca). A kinetix guide wire was placed and the lesion was treated by direct stenting with a 2.5x12mm promus stent. The stent was successfully deployed. When the physician attempted to remove the stent delivery system (sds), withdrawal resistance was encountered. It was noted that the sds was sticking to the guide wire. The physician was able to remove the sds from the patient with difficulty by pulling the device. The physician opted to continue using the same kinetix guide wire for placement of another stent. A 3.0x12mm promus stent was then advanced over the kinetix wire and was successfully deployed in the lesion. When the physician attempted to remove the sds, withdrawal resistance was encountered again. The physician removed the sds and guide wire together as a unit. The procedure was completed at this point with no patient complications reported. The patient's current condition is listed as okay.

Manufacturer narrative:
(B)(4)